Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 43 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of recurrent abortion, suprapubic pain, parity 6, multi gravida, smoker (quit tobacco 2 weeks ago. H/o smoking for 20 years ,10-15 cigarette a day. No alcohol and illicit drug use.), drug allergy (flexeril penicillin latex), copd and uti. Concurrent conditions were listed as double j stent insertion since (B)(6) 2021, hydroureter and hydronephrosis. On (B)(6) 2021, she underwent medical device removal (seriousness criteria medically important and intervention required). Essure was removed the same day. On an unknown date, the patient had essure inserted. The patient was treated with surgery (total vaginal hysterectomy with bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 22.138 kg/sqm. [Computerised tomogram] on (B)(6) 2021: on CT program on (B)(6) 2021, she was draining clear urine in the urinary bladder. There was no extravasation of the urine from the ureteral laceration site. Double-j stent was removed on (B)(6) 2021. However, follow up CT program showed that there is obstruction of the left lower ureter with high-grade hydroureter and hydronephrosis. [Hysterosalpingogram] on (B)(6) 2018: procedure: fl hysterosalpingogram. Comparison: none. Indications: check essure placement in fallopian tubes. Findings: fallopian tubes: bilateral essure devices present. There is contrast identified within the endometrial cavity extending to the proximal fallopian tubes at site of device placement. No evidence of contrast distal to device consistent with successful placement. Endometrial cavity: normal distention of the endometrial canal. No scarring, filling defects, or dilatation. Other: negative. Conclusion: normal hsg study status post essure. Placement with evidence of tubal occlusion. [Pathology test] on (B)(6) 2021: surgical pathology report: diagnosis uterus, cervix, bilateral fallopian tubes and bilateral essure device, resection: cervix: benign cervix with squamous metaplasia. Endometrium: secretory endometrium. Myometrium: benign myometrium. Fallopian tubes: benign fallopian tubes with para tubal cyst. Gross diagnosis: bilateral essure device. Clinical information dysmenorrhea retained essure. Specimen description/gross description: bilateral essure device is located at the bilateral fallopian tube insertion site of uterus. Ovaries are not present. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 13-dec-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 43 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of abortion, suprapubic pain, parity 6, multi gravida, smoker (quit tobacco 2 weeks ago. H/o smoking for 20 years ,10-15 cigarette a day. No alcohol and illicit drug use.), drug allergy (flexeril penicillin latex), copd and uti. Concurrent conditions were listed as double j stent insertion since (B)(6) 2021, hydroureter and hydronephrosis. On (B)(6) 2021,, she underwent medical device removal (seriousness criteria medically important and intervention required). Essure was removed the same day. On an unknown date, the patient had essure inserted. The patient was treated with surgery (total vaginal hysterectomy with bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 22.138 kg/sqm. [Computerised tomogram] on (B)(6) 2021: on CT program on (B)(6) 2021, she was draining clear urine in the urinary bladder. There was no extravasation of the urine from the ureteral laceration site. Double-j stent was removed on (B)(6) 2021. However, follow up CT program showed that there is obstruction of the left lower ureter with high-grade hydroureter and hydronephrosis. [Hysterosalpingogram] on (B)(6) 2018: procedure: fl hysterosalpingogram comparison: none. Indications: check essure placement in fallopian tubes findings: fallopian tubes: bilateral essure devices present. There is contrast identified within the endometrial cavity extending to the proximal fallopian tubes at site of device placement. No evidence of contrast distal to device consistent with successful placement. Endometrial cavity: normal distention of the endometrial canal. No scarring, filling defects, or dilatation. Other: negative. Conclusion: normal hsg study status post essure placement with evidence of tubal occlusion. [Pathology test] on (B)(6) 2021: surgical pathology report: diagnosis uterus, cervix, bilateral fallopian tubes and bilateral essure device, resection: cervix: benign cervix with squamous metaplasia. Endometrium: secretory endometrium. Myometrium: benign myometrium. Fallopian tubes: benign fallopian tubes with para tubal cyst. Gross diagnosis : bilateral essure device. Clinical information dysmenorrhea retained essure. Specimen description/gross description: bilateral essure device is located at the bilateral fallopian tube insertion site of uterus. Ovaries are not present. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.